Event description:
It was reported that there was insulation damage to the right ventricular (rv) lead during implant. It was noted that the implanting physician possibly punctured the lead with a scalpel. The lead was explanted and replaced. No patient complications have been reported as a result of this event.